Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by an advanced evaluation trial patient regarding an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that trial patient's feet and stomach have been swelling. Trial patient is thinking they had been retaining urine because they haven't gone much. No further complications were reported or anticipated.